Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values. The event occurred 3 days after the sensor was inserted in the arm. The patient was vomiting and dizzy. An ambulance transported the patient to the hospital on (B)(6) 2022. The cgm value was 4.4 mmol/l but the bg finger stick value was 23.3 mmol/l. The patient was treated with insulin injections and IV saline to lower the bg level and the symptoms resolved. The following day the patient was discharged from the hospital in stable condition. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.